Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse( field service engineer) was on site to investigate the issue. No parts were replaced, cleaning performed in the membrane sections of the components in the ventilator system. The issue could not be duplicated after cleaning process and the ventilator passed all the safety and functional returned to clinical use. No logs were provided for our evaluation. The root cause of the reported issue most probably the foreign particle build up in the membranes.